Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported difficulty to deploy thumb advancer was confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device after an angioplasty procedure. There was no anterior wall calcification at access site. Reportedly, the clip delivery tube pushed out the side of the sheath while trying to push delivery tube to arterial wall. Thumb advancer advancement was stopped and the device was removed. The method of achieving hemostasis was not specified. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. It is unknown if the physician is trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
Subsequent to filing the initial medwatch report, additional information was received: the safety release mechanism was used to remove the starclose se device. Hemostasis was achieved by applying manual arterial compression. The physician is reportedly trained in the use of the starclose se device.